Manufacturer narrative:
The device was discarded at the user facility.

Event description:
The event occurred on an unknown day in (B)(6) 2019. The event involved a leak of chemotherapy that occurred during infusion through a plum set device. The drug infusing at the time of leakage was paclitaxel. The leaking was noted to be from the filter and was noticed within fifteen minutes of the start of the infusion.

Manufacturer narrative:
The reported leak was not confirmed by investigation. No product was returned for investigation. Additionally, no pictures or videos documenting the reported issue were provided by the customer. Therefore, a comprehensive failure investigation cannot be performed and a root cause cannot be determined. A manufacturing review was completed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.